Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the keypad cover was observed to be torn from the up arrow button to the ok button. The keypad buttons were tested and were found to be responding normally. The keypad was removed and contamination was observed under the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).